Event description:
My libre 3 plus has been giving me the wrong readings. It has alarmed at night with a 69 reading and when I used my glucose monitor it indicated my blood glucose level at 118 and sometimes way off from this device.